Event description:
It was reported that the spinal cord stimulation patient experienced ipg charging difficulty and extended time charging the ipg. The patient underwent a revision procedure where the ipg and leads were replaced. The patient is dong well post-operatively.

Manufacturer narrative:
The returned scs-ipg-r was analyzed, passed all tests performed, and exhibited normal device characteristics. The ipg measured 3.43 volts and it was charged fully in approximately 3 hours. A review of the patient's data indicated that the battery depletion rate was within the expected range. It passed the functional test, and an electrical test revealed normal device characteristics. Therefore the reported event was not confirmed with device testing. Based on all available information, it was determined that the patient experiencing charging difficulties and extended charging time with the ipg could not be confirmed as the ipg and no problem was detected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: unknown, model: unknown, serial: unknown, batch: unknown.

Event description:
It was reported that the spinal cord stimulation patient experienced ipg charging difficulty and extended time charging the ipg. The patient underwent a revision procedure where the ipg and leads were replaced. The patient is dong well post-operatively.